Event description:
The pt suffered from communicating hydrocephalus. Spvb-sx was implanted on (B)(6) with the pressure setting of 70mmh2o. Since the ventricle did not become smaller, the setting was changed to 30 on (B)(6). The ventricle successfully became smaller for a while but it again became bigger. Therefore, the surgeon explanted the system on (B)(6). He says that the tantalum weight ball did not move and that deposits were found at the tip of distal catheter. He would like to know if there is any occlusion and if the items meet their specifications. He would also like to know how to correctly identify the occlusion in the valve and siphonx. The pt is now using an external drainage system. Since this is our first case of siphonx, please examine the samples asap.

Manufacturer narrative:
The analysis of the shunt system including the polaris valve with preconnected siphonx and the two catheters shows an obstruction of the valve and of the distal catheter. Important white deposits have been observed next to the valve ruby ball which was stuck on its seat. The obstruction has been confirmed. After cleaning, the valve met all its requirements. The siphonx seems not involved in the event and remains compliant to its specs. Shunt obstruction is a known short and long term complication described in the instructions for use.